Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 47 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was not alleging insulin pump was over delivering. Customer experienced other blood glucose values such as 40 mg/dl and 72 mg/dl. Customer reported that the drive support cap appears to be normal. Customer did not mention any symptoms related to low blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer is unable to upload to carelink at this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak (did not continue dripping insulin after test). (B)(4).